Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
It was reported that the patient's left hip was revised due to dislocation of a cemented liner from the patient's native acetabulum. Surgeon reported dislocation occurred because the cement did not interdigitate with the patient's native acetabulum due to a fracture in the posterior aspect of the acetabulum (cause or date of fracture unknown). The cemented liner and femoral head were removed, orif was performed, and a gap ring cage with screws, a cemented exeter all-poly cup, and new femoral head were implanted. Rep confirmed that no further information will be released by the hospital or surgeon.